Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure on (B)(6) 2019, the right ventricular lead exhibited high pacing impedances and an insulation breach was noted on the lead at the connector pin site. The lead was capped and replaced. It was also noted that when the physician attempted to loosen set screw of the new implantable cardioverter defibrillator, it backed out all the way and could not be screwed back in. The device was not used, and a new device was implanted. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-08230.

Manufacturer narrative:
Final analysis found that upon receiving the device as the rv/svc septum was removed, it was noted that the setscrew was in the socket but was stripped; the silicone material was inside the hex cavity. Since the setscrew was stripped and the septum material was trapped inside the setscrew hex cavity, it would be difficult for the torque driver to loosen or tighten the setscrew. The device was tested on the bench and was functional.